Event description:
The customer reported a hbsag false-negative result for one pt sample. A positive result was obtained upon retest of the sample with another assay. Results were not reported to the physician and no report of pt harm was reported for this event.